Event description:
On 8/8/06, the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On 8/10/06, the medical affairs specialist (mas) spoke with the pt to obtain and verify info. In 2006, the pt noted the reported meter would not power on; he was unable to obtain a blood glucose reading. At approx 9:00 pm, the pt was experiencing the symptoms of weakness, fatigue and blurred vision. The pt's wife took him to the emergency room, where his blood glucose level was tested to be 500 mg/dl. The mas confirmed the pt was treated intravenously with insulin, not glucose as was originally documented. The pt was admitted to the hosp with a diagnosis of hyperglycemia. It is unk, what caused the pt to beome hyperglycemic. On the day of the event, the pt had taken his normal meals and medications, and was not suffering from any illness. The pt takes the oral diabetes medications glucovance (metformin/glyburide), glucotrol (glipizide) and actos (pioglitazone), dosages unspecified. The pt does not adjust these medications based on meter readings. The customer care advocate (cca) determined during the troubleshooting call, the test strips were in good condition, the pt had replaced the battery correctly, the battery contacts were in good condition and the meter had suffered no trauma. The meter, test strips and control solution were replaced. While hyperglycemic, the pt was unable to test his blood glucose level due to the power issue on the reported meter, he required emergency medical attention, treatment with insulin and admission to the hosp. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.